Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (15mg/ml) via an implantable pump for unknown indications for use. It was reported that during a pump replacement, damage to the pump segment was discovered. The outer layer was found to be cut and separating. The pump logs showed a motor stall on (B)(6)2021 and the patient experienced withdrawal symptoms. There were no known external factors that contributed to these issues and no diagnostics/troubleshooting were performed. The catheter was revised as part of the pump segment was replaced proximal to the collet. The issue was resolved at the time of the report. The devices will be returned for analysis. The patient's weight was unknown and they had a medical history of chronic pain. The patient was without injury at the time of the report. Additional information was received from the company representative who reported that the reason for the pump replacement was the patient's pump being stalled. The motor stall did not recover as it was still stalled at the time of the replacement. The cause of the motor stall was not determined. Diagnostics/troubleshooting performed included interrogating the pump. The patient's withdrawal symptoms were resolved by placing them on oral medication.

Manufacturer narrative:
Concomitant medical products: product ID: 8780 lot# serial#(B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.